Manufacturer narrative:
Hoya corporation pentax (B)(4) office, specification developer, registration no. (B)(4). Pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax (B)(4) office (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 07dec2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
A customer device was returned to pentax medical on 03/dec/2018 for routine service. Inspection of the unit was performed on 06/dec/2018 where the quality control inspector found the following: ccd laser filter lifting/ smearing, primary operation channel resistance, distal cap - fixed type failed epoxy seal integrity inspect, failed dry leak test, segment steel braid cut, failed wet leak test, verticle lines in image, insertion tube bump at stage 1, distal cap/ case cracked, bending rubber leak at middle section, fluid invasion not observed in control body, hole in # 2 remote control button cover, umbilical cable single buckled under pve root brace, bending rubber pinhole, customer complaint confirmed, pve electrical connector frame mild corrosion, suction tube mild resistance. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will included the distal case/cap, which was replaced and/or resealed pursuant to the field correction, and returned to the user upon completion. Parts replaced: o-rings and seals, deflector operating wire, deflector staycoil, distal end w/ccd-m imp-t pb-free/nt, adjusting collar, bending rubber, segment attaching screw, distal case/cap, distal case attaching screw, insertion flexible tube, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, rl pulley assy, ud pulley assy, remote control button.